Event description:
It was reported that shaft break occurred. A 3.0mm x 8mm quantum maverick balloon catheter was selected for dilatation. However, it was noted that the balloon delivery shaft got fractured. The procedure was completed with a different device. No patient's complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. A 3.0mm x 8mm quantum maverick balloon catheter was selected for dilatation. However, it was noted that the balloon delivery shaft got fractured. The procedure was completed with a different device. No patient's complications were reported and the patient status was stable. Device evaluated by MFR: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 81.2cm from the hub. There are multiple kinks along the whole device. Microscopic examination did not reveal any damages. There is blood present in the inflation lumen and in the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated and appeared to be kinked prior to separation.